Event description:
Per independent repair center statement the unit had low o2 or yellow light. The key failure was the barb wire fitting for the sieve beds was leaking. Additional malfunctions include the on/off switch for the control panel was defective, the tie wraps for the sieve beds was replaced, and the tie wraps for the product tank were leaking.